Manufacturer narrative:
(B)(4). Eval summary: evaluation of the returned stent delivery system (sds) noted blood visible on the balloon and contrast visible in the inflation lumen. The balloon was also loosely folded. This is consistent with the reported info that the device was prepared for use, advanced inside the pt and pressurized during the procedure. The stent implant was returned on the stylet and inside the orange protective sheath, confirming the reported dislodgement. There was no damage noted to the stent implant. There were crimp marks visible on the balloon between the markers, indicating that the stent had been originally positioned correctly and securely at the time of MFR. Additionally, measurements of the outer diameter of the stent and the inner diameter of the protective sheath were taken and all dimensions met mfg criteria. Potential factors that can contribute to stent dislodgement prior to use include, but are not limited to, improper or inadequate crimping at the time of MFR, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal or from handling of the stent during product preparation. The analysis noted a kink in the hypotube approx 64.5 cm distal from the strain relief tubing. Since this damage was not originally reported in the case details, the shaft likely kinked from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this report. In this instance, based on the info received with this complaint and the analysis of the returned product, a definitive cause for the reported stent dislodgement cannot be determined. As reported, the stent was not observed to be dislodged from the balloon until after the sds was advanced and inflated within the lesion. It should be noted that the inspections prior to use section of the product's instructions for use states: prior to using the multi-link vision or multi-link vision otw, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted.

Event description:
It was reported that during preparation, the mandrel of the rx vision was removed and the device was inspected. The sds was advanced to the target circumflex lesion. The balloon was inflated, and it was found that there was no stent on the balloon. The sds was removed. A second 3.5x12 rx vision sds was advanced and completed the procedure. The stent was found on the mandrel on the preparation table. Though requested, no additional info was provided.